Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reportedly had the cook filter percutaneously removed on (B)(6) 2018 due to device failure. Additionally, it was reported the patient had received another manufacturer's vena cava filter on (B)(6) 2018 for the prevention of dvt and pe. Patient is alleging device migration and tilt, vena cava and organ perforation, embedment and stenosis. Per on (B)(6) 2014 CT (computed tomography) pulmonary arteriogram of the chest: "impression: 1. Unchanged chronic pulmonary embolism/web within the posterior basilar right lower lobe pulmonary artery. No new acute pulmonary emboli". Per on (B)(6) 2018 CT abdomen/pelvis: "again seen is the ivc[inferior vena cava] filter within the infrahepatic ivc, which demonstrates multiple proximal outside the lumen, one prominent particular perforating into the third segment of the duodenum. There is no fat stranding or fluid collecting about the perforation site to suggest active leakage. Bilateral iliac vein stents are again seen, with interval development of nonocclusive thrombus within the right stent, and stable appearance of nonocclusive thrombus within the left". Per on (B)(6) 2018 ivc filter removal/ ivc filter placement: "venogram at this time was performed which showed an intact but tilted ivc filter with several obtusely oriented legs beyond the margin of the ivc wall.. Gunther tulip snare was attempted to capture the filter hook but was unsuccessful as the filter hook was incorporated into the wall of the ivc. A gooseneck snare was used to capture the filter hook, and the filter was sheathed and removed. The filter was inspected to be intact. A post procedure cavogram initially showed spasm following the ivc filter removal, an expected finding. A cavogram was performed showing resolution of the spasm with area of mild persistent smooth stenosis of the ivc. A[n] [other manufacturer] ivc filter was then deployed into the infrarenal segment of the inferior vena cava with the hook at the level of the major draining veins".

Manufacturer narrative:
Additional information: h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) / organ perforation, embedded, thrombus, stenosis, migration, tilt. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombus. Abdominal/back pain, anxiety , fatigue. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal /back pain, anxiety, fatigue are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges dvt (deep vein thrombosis). Patient notes and further alleges experiencing "vertebrae indention [sic] x 2-3 mm deep due to ivc filter legs rubbing for all this time. On my vertebrae. Also has caused chronic abdominal/back pain and {illegible}. Almost perferetated [sic] my vena cava if I would have waited 1-2 days it would have per doctors". Patient further notes fatigue and anxiety.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.